Event description:
The customer reported white blood cell background failure and approximately six milliliters of fluid leaked within the unit involving the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed diluent was leaking from the white blood cell (wbc) bath assembly. The fse noticed the wbc bath was not seated correctly over the o-rings for the aperture blocks. The fse also noted the middle aperture block was slightly loose in the housing. The fse removed the wbc bath assembly and tightened all wbc aperture blocks in the housings. The fse then reseated the wbc bath assembly over the aperture blocks and verified a tight seal. The fse noted the wbc backgrounds were failing due to intermittent clog in wbc aperture #2. As a precaution, the fse flushed wbc aperture #2 and verified no obstruction. The fse primed the apertures. The customer then performed 5c controls and analyzed several patient samples with no issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).